Event description:
It was reported to philips that the paramedics were unable to acquire 12-lead ECG during a patient event. The screen was showing leads on/off and noted missing leads, when all leads were attached to the patient. There was no negative patient impact. Patient care was continued with another unit and the patient was transported to the hospital without incident.